Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 425 mg/dl at the time of incident. The customer was treated with the insulin pump. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose. The customer was not hospitalized for the high blood glucose. Customer reported that the auto mode was automatically delivering insulin at the time of high blood glucose event. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.